Event description:
A report was received that the patient's ipg was not holding a charge and was warming frequently. The patient recently had non-device related surgery and was not sure if electrocautery was used. The physician suspected device malfunction. The patient underwent ipg replacement procedure and was doing great post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.